Manufacturer narrative:
The referenced device was not returned to olympus. The cause of the reported event cannot be confirmed. In addition, insufficient information regarding the patient, procedure and device was reported by the user facility. As part of our investigation, multiple follow ups were made to the user facility via telephone and in writing to obtain additional information regarding the reported event but no information was obtained. A DHR review of the device could not be performed as there was no lot number reported. If additional information becomes available, this report will be updated accordingly. As a preventive measure, the instruction manual provides warnings and cautions to prevent patient injury and device damage which states: when the tissue is to be resected using an electrosurgical snare after ligature, make sure that the electrosurgical snare and loop are not in contact with each other before activating the output. If the output is activated when the electrosurgical snare and loop are in contact as shown in figure 1, the loop could be cut, resulting in patient injury, such as hemorrhages or mucous membrane damage. It may also fuse the loop and electrosurgical snare together, preventing removal of the electrosurgical snare. Before use, prepare and inspect the instrument as instructed below. Should the slightest irregularity be suspected, do not use the instrument; use a spare instead. Damage or irregularity may compromise patient or user safety, pose an infection control risk, cause tissue irritation, punctures, hemorrhages or mucous membrane damage and may result in more severe equipment damage. Always have a spare instrument available.

Event description:
On march 6, 2019, olympus received medwatch report# mw50837974 which states, the loop at the distal end of the device fell off inside the patient before it was attached. The broken loop was retrieved from the patient. There was no adverse event reported. The device is not available for evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the user facility. The risk manager further reported that there was no issue withdrawing the device from the patient or the scope that was used during procedure. The intended procedure was completed. The patient was observed for injury, with no injury reported. There was no unexpected bleeding to the patient as a result of the event. The patient did not require a longer stay or additional treatment. The exact cause of the reported event cannot be confirmed as the referenced device will not be returned. No other information was provided.